Event description:
Report received of an alarm condition that resulted in a delay in therapy. The pump was programmed to deliver levophed and dopamine. No specific programming parameters were provided. After an unspecified length of time, it was reported that the pump repeatedly alarmed for occlusion and air-in-line. Reportedly the customer was unable to clear the alarms. The customer reported that the patient was hypotensive and that "they couldn't get the b/p to go above 70." The pump was removed from clinical service. Therapy was resumed using a replacement pump. The customer reported that the patient's blood pressure "went up after changing the pump." The patient was reported to have recovered. Though requested, no additional information was provided.